Event description:
Surgeon reported that there was no vacuum and phaco power in two cataract procedures. Surgeries could be performed with difficulty. Subsequently, it was noted that the surgeon settings were incorrect, but the staff did not know how they were changed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).